Event description:
It was reported the patient felt heating at the ipg site while recharging. She stated she charges for about two hours but feels a burning sensation about 45 minutes into charging. She also reported she felt the ipg was moving inside the pocket. The sjm representative advised the patient of charging precautions. On (B)(6) 2012, st. Jude medical (B)(4) sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.